Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung biopsy procedure, after connecting the device, and opening, closing checked, the account able to press the green button and attempted to fire the device, however the handle could not be squeezed and the device did not fire. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient.